Event description:
Customer reported that the vibration function of their insulin pump was not working, even though settings appeared correct. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to disconnect at the infusion set site and trigger an alert, confirming the vibration malfunction. A replacement pump was sent to resolve the issue, along with instructions on returning the faulty pump and using the new equipment. Customer acknowledged all instructions and will use multiple daily injections as backup therapy until the replacement arrives.